Event description:
It was reported that the balloon on the catheter would not inflate during use. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii980059. The sample has been returned to arrow. Examination indicates that the balloon latex had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.